Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter from their orthodontist. The orthodontist states a clinical exam and evaluation was completed. The patient treatment objectives is to obtain class 1 relationships, obtain normal overbite and overjet, level and align and treatment will attempt to improve esthetics and function as much as possible. The orthodontist treatment recommendation include complete orthodontic treatment, estimated to be completed in 24 months, patient has the option of clear aligners or braces, elastics to correct or maintain bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.